Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had lost sensor issues. The customer¿s blood glucose level was 149 mg/dl. While troubleshooting for the lost sensor the customer reported that the sensor¿s cannula fractured while in their body. They were unsure if the sensor cannula was still in the body. They were referred to their health care professional for treatment. They were advised that an x-ray will be able to locate a sensor cannula in the body. The product will be returned for analysis.